Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 4. Reference MFR reports: 1627487-2016-06473; 1627487-2016-06475; 1627487-2016-06476. It was reported the patient's occipital (off label use) system was explanted due to ineffective stimulation. The patient also required a contraindicated procedure.